Event description:
The plaintiff's attorney alleged that the decedent became ill with an infection (burkholderia cepacia) during dialysis treatment. The decedent also experienced cardiac irregularities and subsequently expired. The event was allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.